Manufacturer narrative:
Product analysis: analysis confirmed the reason for return of cracks in the connectors, both output connectors were cracked. The unit was cleaned and inspected, the output connector assembly was replaced and the unit was tested and calibrated on the automated test system and passed. This device was reported as included in the field action noted, but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular sockets of the external pulse generator had cracks. The generator has not been received into service. No patient complications have been reported as a result of this event.